Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.